Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There were numerous bends and kinks to the hypotube of the device. There was a separation of the hypotube at 83.2cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use in a percutaneous coronary intervention. However, the physician found that the balloon was fractured after opening the inner package. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use in a percutaneous coronary intervention. However, the physician found that the balloon was fractured after opening the inner package. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.